Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d10, g4, g7, h2, h3, h6, h10. Unique device identifier (UDI): (B)(4). The mayfield ultra base unit was returned for evaluation. The reported complaint was confirmed via inspection of the unit. The shock cushion was worn and had moved forward in the handle, impeding the handle from closing and holding properly.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that the gold handle of the mayfield ultra base unit has zero tension despite to lighten the adjustment screw. There was no known patient injury or delay in surgery.